Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The device was evaluated where the olympus service center confirmed the e433 error due to a faulty generator board. Additionally, the following defects were noted during the evaluation: there were minor scratches and dings on the top cover and minor scratches and dings and chips and scratch on the front panel around the ports. A software upgrade from 11-a to 12-a was recommended and the listed parts replaced. Scope communication error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that when the hf unit "esg-400" was turned on would generate a e433 error and restart. The reported problem was found during preparation for an unspecified therapeutic procedure. No patient involvement or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 4 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to a faulty component. If multiple failures occur, then it is likely that the issue could be other components. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production. Olympus will continue to monitor the field performance of this device.